Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin:(B)(4).

Event description:
It was reported that the wand was ablating from the shaft and not from the distal tip.

Manufacturer narrative:
Alleged failure: different tissue was abladed than what was intended. Probable root cause: air bubble trapped in and distorting the plasma field, use error. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the wand was ablating from the shaft and not from the distal tip.